Event description:
It was reported that on 13 june 2024, a 21mm epic max valve was chosen for a procedure. During procedure, the valve was implanted and when the pump was off a leak was noted, they mentioned something wrong with the leaflets. The physician went back on pump and the valve was removed and a new 21mm epic max valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was a delay in the procedure but not hemodynamically compromised. The patient was reported stable and discharged.

Manufacturer narrative:
An event of central regurgitation and material deformation during implant was reported. Device returned to abbott and found the sewing cuff was intact and contained blood/body fluids. One of the leaflet noted to have an hole on it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Other possible causes of regurgitation post implant include non-structural valve dysfunction. Non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. It is very unlikely this kind of damage in the leaflet not would not be noticed by the inspectors. Besides the visual inspection, this product would not be approved on the steady flow tester presenting this hole in the leaflet. Based on the information associated with this complaint, it seems to me this damaged could be caused by a sharp instrument. This instrument could cause a tear and consequently the hole in this leaflet. Therefore, it is unlikely to have the product leaving the manufacturing facility in this condition. H6 health effect - clinical code: code 4582 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 june 2024, a 21mm epic max valve was chosen for a procedure. During procedure, the valve was implanted and when the pump was off a leak was noted, they mentioned something wrong with the leaflets. The physician went back on pump and the valve was removed and a new 21mm epic max valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was a delay in the procedure but not hemodynamically compromised. The patient was reported stable and discharged.